Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and found the connector end of the endoscope controller (ec) to have molten parts from the surrounding parts. The fse replaced the endoscope controller (ec) and video processor (vp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a repeated recoverable fault 48265 pointing to the endoscope and endoscope controller. The customer cleaned the endoscope connector and the endoscope controller gold pins, but the issue continued. The customer did not have a spare endoscope and converted the procedure to laparoscopic. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the ports had already been placed on the patient when the procedure was converted. The system had initially powered on without errors.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscopic controller (ec) for failure analysis investigation. The unit was analyzed and was not replicated. In logs, error 48265 was located, indicating that the fault occurred in the field. Moreover, error 48265 aligns with issues observed on previous ec units as a possible cause of the error. Visual inspection, debris was found surrounding the ec connector. The unit was installed in the golden system where the system was unable to detect the endoscope. Due to the damage on the connector, the endoscope could not be fully seated inside the ec. (See attachment). The unit was installed in the golden system where the system was set t run 10 power cycles. The unit programmed successfully. Due to damage o the ec connector, no video was shown on system. (See attachment). Afte testing, the system error logs were investigated but no errors could be found.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the video processor (vp and the endoscopic controller (ec) for failure analysis investigation. The units were analyzed and the following information was obtained: video processor (vp): in artemis, error 48265 was found indicating the fault, confirming the failure occurred in the field. Visual inspection, no issues were found that are related to the report issue. The vp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. Endoscopic controller (ec): in artemis, error 48265 was located, indicating that the fault occurred in the field. Moreover, error 48265 aligns with issues observed on previous ec units as a possible cause of the error. Visual inspection melted particles were found surrounding the ec connector. The unit was installed in the golde system where the system was unable to detect the endoscope. Due to the damage on the connector, the endoscope could not be fully seated inside the ec. The unit was installed in the golden system where the system was set to run 10 power cycles. The unit programmed successfully. Due to damage on the ec connector, no video was shown on system. Correction: h8. Was updated to initial use of device.